Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during a therapeutic laparoscopic cholecystectomy procedure while using the high flow insufflation unit, the pressure value was different between the set value and the measured value, and the pressure delivery was low and high intermittently. The issue caused a 3 minute procedural delay. The abdomen cavity was not abnormally distended. However, the customer has faced a pressure delivery too low intermittently and abdominal distension was not sufficient during the surgery. The overpressure warning light and tube clogging warning beep did occur. A non-olympus device was used to completed the surgery. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide and correction to the initial (d8), and to provide an update to fields (d9, h3, and h4). The device was evaluated by olympus, and the reported phenomenon was not reproduced. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "there was a difference between the pressure setting and the measured pressure and insufflation went low and high." Could not be identified with the information received. Olympus will continue to monitor field performance for this device.